Event description:
A report was received that during an implant procedure, one of the previously implanted leads exhibited high impedances. The lead was replaced.

Manufacturer narrative:
Sc-2316-50 sn (B)(4): the complaint has been confirmed. The lead failed impedance test at electrode # 10. X-ray inspection revealed that electrode # 10 of the distal end has a fractured cable right at the weld nugget. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production.

Event description:
A report was received that during an implant procedure, one of the previously implanted leads exhibited high impedances. The lead was replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that during an implant procedure, one of the previously implanted leads exhibited high impedances. The lead was replaced.